Event description:
Per medwatch number mw5163216, it was reported the needle was not overtightened. After being primed, the fluid leaked from the needle. This happened before administration to the patient. There were no adverse events reported due to this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3 - mfg establishment name and address: corrected. H3/h6: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.